Event description:
Customer reports her daughter received a false positive result when testing on (B)(6)2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 23874l, reader sn (B)(4)). A repeat cue covid-19 test performed on the same day provided a negative result. Individual tested using a confirmatory pcr test on an unknown date, however, the results were not provided. Individual has no known exposure and no symptoms aside from a bellyache the day before the false positive test. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. False positive results were not reproduced with retain testing. Root cause was undetermined.